Manufacturer narrative:
The patient reported a complaint of experiencing an allegic reaction while using their blood pressure monitor. The patient stated that they took one reading and felt skin agitation, which prompted the patient to wipe their blood pressure monitor and blood pressure cuff with baby wipes. The patient attempted taking another reading which caused an allergic reaction. The patient stated that their throat begun to swell, and that they took compound benadryl and another unconfirmed medication to alleve the allergic reaction. The patient did not receive medical attention and discontinued use of their blood pressure monitor. The device associated with the event was returned for investigation, there was obvious damage to the cuff that was returned from the patient reportedly washing the cuff in their washing machine multiple times (at least 4 that were reported by the patient), no other abnormalities were noted. The patient reported having a severe corn allergy, however corn is not used in any stage to the manufacturing nor packaging process. It is suspected that the patient's device may have been contaminated with corn during the delivery process, or that the patient may have another allergy that they are unaware of.

Event description:
The patient reported that they experienced a serious allergic reaction after attempting to take readings with their blood pressure monitor.